Event description:
Boston scientific received information that system was exhibiting noise which was oversensed causing pacing inhibition on the right ventricular channel. The device sensitivity was re-programmed; however, the issues re-occurred three months later. The patient is not dependent and had an underlying rhythm. A revision procedure was performed and this rv lead was surgically abandoned. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.